Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to program an extended bolus but inadvertently delivered the bolus. The customer stopped the bolus immediately and there was no adverse impact to the customer's blood glucose level. Customer received 1.1 units of the 16.52 requested. Tandem technical support assisted the customer with programming the remaining units as an extended bolus. Customer reported that bolus was intended for elevated blood glucose level of 322 mg/dl which was due to eating and not being able to bolus at that time. Elevated blood glucose level was unrelated to pump or supplies.